Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. The cable was tested and no failures were identified.

Manufacturer narrative:
Device evaluation and service pending.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator was dropped. Upon starting the ventilator up after being dropped, it alarmed and displayed a pressure sensor failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Evaluation of device and service is pending.